Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information while using the product, when the white connector was turned to remove the inner cylinder, the inner metal needle had come loose and remained stuck inside.

Event description:
According to the available information while using the product, when the white connector was turned to remove the inner cylinder, the inner metal needle had come loose and remained stuck inside.

Manufacturer narrative:
According to the complaint description, the lot number and the sample are available. The review of the complaint history database, revealed no trends for the lot number. On 26th january 2026, we received one used sample. After decontamination, we tried to remove the metallic stylet without success. On visual inspection, the white luer was unglued from the metallic stylet, the extremity of the stylet was bent where the white glow was glued, and the j catheter was deformed. We can supposed that these defects were due to an excess of force applied on the device probably when the medical staff tried to remove the metallic stylet. This is due to a sock effect. This effect can be explained by the stylet blocked in the extremity of the j catheter which can conducts to difficulties to retrieve the stylet, folds on the j catheter and detaching of the white luer. According to the information known, quality database was checked and revealed one corrective and preventive action opened in march 2025. The root cause analysis is ongoing at this time and actions will follow the results of this analysis. A similar case study was done based on percutaneous nephrostomy sets & accessories, on the same over last four year, 17 similar cases were found.